Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that there was no thread in tfna blade. The issue with the blade was identified pre-operatively and it was not used in the surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: added: d4 (expiry date). Corrected: d4 (primary UDI number), g1 (manufacturing site name). H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. Based on the analysis performed in relation to root cause, the cell operator failed to perform proper line clearance after/during a tool breakage event on machine e471 during the manufacture of batch 54961p6. This led to multiple parts missing threaded features. A review of detection methods in place at the time was conducted, and determined that the final bounding is isolated to p/n 04.038.400s batch 54961p6 ((B)(4) pcs). As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l100 tan would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 04.038.400s. Lot: 56842p6. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 05 mar 2025. Expiration date: 01 mar 2035. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.